Manufacturer narrative:
Concomitant medical products information references the main component of the system and other applicable components are: product ID: 3889-28, lot#: va1f958, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The caller stated the radiologist performed an x-ray and saw that the patient's lead was broken/fractured/separated. They inquired about MRI compatibility with a broken lead. Information was reviewed. No patient symptoms were reported.